Manufacturer narrative:
The ge service representative conducted an on site investigation. The representative flashed all program nodes and reloaded the software. The system was tested and is now operating as intended.

Event description:
The customer reported that the 2800 system would lock up. No pt injury was reported.